Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Not using our meter due to medical condition(anemia). Follow with doctor for another type of meter. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-0: invalid hematocrit. (B)(6) nurse is calling on behalf of the customer. The e-0 error occurred as soon as the blood sample was absorbed and with multiple test strips. At the time of the call on (B)(6) 2018, the customer felt well and did not report any symptoms. On (B)(6) 2018, the customer had been found unconscious and unresponsive and fire rescue had been called. When they arrived and checked the customer's blood sugar it was 24mg/dl fasting so they had taken her to the ER. Customer immediately was given treatment after being admitted (customer did not recall what the blood sugar was reading upon arrival) and the customers blood sugar was at 100 mg/dl after three hours of treatment; customer had been given glucagon and two amps of d-50. Some time passed (unknown) and the customers blood sugar went down to 56 mg/dl and customer was given more treatment of glucagon. Customer was also on a constant IV with sugar. Customer was diagnosed with hypoglycemia, anemia and pneumonia. Customers hemoglobin was 8.5. Customer was discharged on (B)(6) 2018 and her blood sugar was 150 mg/dl. Customer's insulin dosage was decreased from 20 to 12 and she was given antibiotics for the pneumonia and iron pills for the anemia. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is 01/24/2018. The meter memory was not reviewed for previous test result history.